Manufacturer narrative:
An internal investigation was initiated following a finland customer notification for an overflow of buffer with alarms 10076 occurred in the right section of emag (ref. 418591, serial number: (B)(6)). The log and firmware investigation carried out at the manufacturing site found the issue to be generated by a coincidence of three main points: 1) the manual sample preparation/transfer introducing bubbles in the sample: indeed, the bubbles effect on the ultrasound sensor reading is well-known. 2) wrong insertion of the disposable aspirator tips. 3) a firmware bug that is only triggered when the liquid level in the wells is too high (negative value). The combination of the three circumstances lead to the vessel overflow that was observed. Biomérieux assessed the risk associated with this issue and determined that the overall risk is irrelevant. As part of continuous improvement, a design change to mitigate the effects of the aspirator tips wrong insertion has already been carried out and a firmware design change will be carried out to include the possibility for the instrument to handle negative levels and to be able to invalidate overflowing wells before the reagents and the sample can contaminate the instrument.

Event description:
On (B)(6) 2021 a customer from (B)(6) reported to biomérieux that an overflow of buffer with alarms 10076 occurred in the right section of emag (ref. 418591, (B)(4)). In this case, emag invalidated all the sample positions of vessel b at the first aspiration with alarms 10076, except the position vessel #2, well #4. Indeed, emag considered that the position #4 was ok and was fully processed by the emag until the end of the run. Alarm 10076: ultrasound reading below threshold means that the volume of the samples was too high compared to what was expected by the instrument. When a whole vessel fails with this error code, the most likely cause is sub-optimal placement of the aspirator, leading to failure to aspirate the buffer from the wells. In this case, according to the uss (ultrasound) readings values, uss was not able to detect the aspiration failure and then, 3180 l of eb1 were dispensed in the vessel leading to vessel overflow inside the process lane. Following this issue, fse found that the aspirator tips disposable was wrongly loaded on position b of the right section of this emag. He performed cleaning of the uss sensor and needles and oq run on both sides. The fse also informed customer that this issue was most likely due to aspirator placement error. According to customer, there is no harm associated with this issue but the vessel overflow (spill of sample inside the instrument) could lead to chemical or biological contamination as well as possible cross contamination (impact on result) of the system. A biomérieux internal investigation has been initiated.